Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, and before surgical port placement, the nurse reported a non recoverable fault on universal surgical manipulator (usm) arm 4. The technical support engineer (tse) reviewed the event logs and identified error 1162 associated with usm 4; after a restart, the error persisted. The tse guided the nurse to disable arm 4, but the nurse was unsure whether the surgeon would proceed with three arms. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer proceeded with the procedure using three arms, with arm 4 disabled.